Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (exact date is unknown, however, approximately four to six months from (B)(6) 2011.) According to the complainant, during the replacement procedure when the physician was removing the peg, using the traction method, the internal bolster detached and fell into the stomach. The bolster was left to pass naturally. A replacement peg tube was not required. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device found both ports to be in the closed position. The c-clamp was open and located at the 6.5 cm mark. The external bolster was without issue was located at the 4.5 cm mark. The internal bolster was detached and not returned. Remnants of the bolster remained attached to the outer diameter of the tubing. The condition of the returned unit was consistent with the complaint incident that the internal bolster detached from the tubing. Per directions for use (dfu), endovive safety peg kit, tube removal section, "if traction removal provides too much stress to the patient, the feeding tube can be cut at skin level and removed endoscopically." The bolster most likely detached while undergoing tensile force during removal via traction method. Although the tensile force applied to the internal bolster cannot be determined, the bolster remnants on the tubing indicate the bolster was torn off the tubing during product removal. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old.the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (exact date is unknown however approximately four to six months from (B)(6), 2011. According to the complainant, during the replacement procedure when the physician was removing the peg, using the traction method, the internal bolster detached and fell into the stomach. The bolster was left to pass naturally. A replacement peg tube was not required. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.